Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The line ¿the patient was going to be replaced today.¿ in the initial MDR should have read ¿the pump was going to be replaced today.¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity and other spasticity. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The motor stall was active. The patient was going to be replaced today. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that upon interrogation there had been multiple motor stalls and recoveries since (B)(6) 2017. It was unknown if the patient experienced symptoms and the patient's weight was also unknown. The pump was sent back to the manufacturer for analysis. No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned for analysis and review of the pump logs confirmed multiple motor stalls occurred. Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse baclofen [2800.0 mcg/ml] at 708.9 mcg/day. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The drug administered via the patient¿s pump was compounded baclofen. The pump was replaced on (B)(6) 2017 regarding motor stall. The patient recovered without sequela. The pump was returned to the manufacturer for analysis.